Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received blood glucose readings of 113 and 64 mg/dl on separate occasions, using his contour link. The hospital lab readings were 282 and 170mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The test strips were expected to be returned for evaluation. The customer received a new meter.